Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that the distal tip of a penumbra coil 400 detachment handle (handle) was detached upon removal from the packaging. The damaged handle was found prior to use and, therefore, was not used in the procedure. The procedure was completed using another handle.

Manufacturer narrative:
Results: the handle nose cone was detached from the handle body. One of the tabs that secures the nose cone to the handle body was fractured. Conclusions: evaluation of the returned handle revealed one of the tabs that secures the nose cone to the handle body was broken. The root cause of the broken tab could not be determined. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.